Event description:
Doctor indicated that an unknown screw fractured inside an implant. The implant was not affected and remained implanted.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates screw fracture in the implant. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined.